Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative about a patient reporting shocking. It was reported that troubleshooting was already performed and the rep had the patient use their ins on manual mode versus using adaptive stimulation and the patient received no shocking then when in the manual mode. When they went back to their adaptive stimulation they received shocks. It was reported that the rep met with the patient and re-oriented the ins, but the patient was still getting shocks. X-rays were performed, but there were no comparison images. The patient was advised to keep a journal of the shocking sensations and document position and amplitude. It was believed that the patient¿s ins may have loosened from the car accident and moved slightly, enough to go into another position. It was also reported that the patient felt like the stimulation was turning off as well, which was thought to have been related issue to the ins moving and going into a different position. It was clarified at the end that all of the issues including the surging/shocking sensation and the stimulation turning off due to the car accident only occurred on adaptive stimulation mode. It was reported that the event occurred on (B)(6) 2017, however on that day it was previously reported by the patient to have been around the time of their car accident which was prior to (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient was rear ended by an 11 ton truck in a motor vehicle accident on (B)(6) 2017. Starting around the time of the accident, the stimulation shoots up on its own and shuts down on its own. It was clarified that the stimulation was turning on and off on its own when he has it turned on. It doesn¿t matter if the patient is standing, sitting, or lying down, but it only happens when stimulation is on. The patient had to shut off the device because it was hurting so bad. The patient was in a lot of pain. It was noted that the patient was seeing a manufacturer representative on (B)(6) 2017.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-05-01 reporting that on (B)(6) 2017 the patient was advised to use a non-adaptive stimulation group only for about a month and then follow-up with a manufacturer representative in the office to re-orient the battery. The patient called the manufacturer representative on (B)(6) 2017 and described the same sensations as before. The manufacturer representative reported that they were unsure of the cause of the shocking and stimulation turning off when the patient used adaptive stimulation; however, it was speculated that the accident caused the issues. At the time of the report the issues had not resolved. The patient¿s weight at the time of the event was unknown. These reports were confirmed with a health care professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-07-11. The manufacturer representative met with the patient on the day of the call to recheck the system. The patient was still having issues with adaptive stimulation (as). Stimulation would change when the patient was not moving. Per the manufacturer representative, if the exact same programming is used without as on then the stimulation was working fine. Impedances were checked and only electrode 10 was greater than 10,000 ohms. Electrode 10 was not being used in the programming. Prior to the patient¿s accident as was working fine. The manufacturer representative thought the implant might be moving in the ¿capsule¿ or pocket given that the implant was in the abdomen. It was reported that the ins had been reoriented twice. No further complications were reported.